Event description:
A syringe pump delivering milrinone started to beep and read "error" on screen. There were 2-3 cc of the drug remaining, when 30 minutes earlier there were 6-7 cc. So, approximately 1.5 hours of milrinone had been delivered by the pump in .5 hour. The patient appears not to have suffered any clinical changes. Additional follow-up reveals: calibration of the bd syringe sizes were off. The problem was corrected by recalibrating the syringes.